Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 457445, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection, blood cultures showed (B)(6). Transesophageal echocardiogram (tee) indicated vegetation on the leads. The device and leads were explanted. The patient was discharged from the hospital on antibiotics and with a life vest and will be scheduled for system replacement at later date. No further patient complications have been reported as a result of this event.